Event description:
The hospital reported that during the preparation for an endoscopic vein harvesting procedure, the or staff found that the silicone coating on the hemopro's jaw is defective out of the box. The coating was split, not intact. A replacement device was used to complete the procedure. There was no pt complication reported by the hospital.

Manufacturer narrative:
Investigation details: maquet received the product for investigation and qat visual inspection showed that the cold jaw boot insulation cracked. Maquet qe is performing further investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4).